Manufacturer narrative:
No specific information regarding the procedure user facility site or date was provided; therefore, no davinci system or accessories log files or device history record are available. This medwatch report represents patient mortality event 2 of 2. A review of the event was performed by an intuitive surgical medical safety officer (mso) who concluded that the patient who died in this report was part of a multicenter trial and the death was reported in a literature article. Although the exact cause of death is not reported, the authors stated that no intuitive surgical products or instruments contributed to this event. Section d: suspect medical device - the site had multiple davinci xi systems available during the data collection period for article. There is insufficient information to determine specific section d data e.g.: UDI). Section e: initial reporter - this section reflects the name, user facility, and country of the designated contact physician. The specific site where the event occurred was not provided; therefore, the actual cannot be determined site cannot be determined. Procedures for this article were also completed in brazil, saudi arabia, spain. Article citation: badhwar v, pereda d, khaliel fh, et al. Outcomes following initial multicenter experience with robotic aortic valve replacement: defining a path forward. J thorac cardiovasc surg. 2024;167(4); 1244-1250. Https://doi.org/10.1016/j.jtcvs.2024.01.020.

Event description:
A literature article, describing outcomes following initial multicenter experience with robotic aortic valve replacement (ravr), reported that between january 2020 and september 2022, there were two mortalities in a total of 212 patients who underwent da vinci assisted ravr. The first mortality occurred in a patient with severe rheumatic multivalvular disease with a preoperative ejection fraction of 40%, 80% systemic pulmonary hypertension, persistent atrial fibrillation, class iii heart failure, and morbid obesity. The patient underwent bioprosthetic ravr, concomitant mitral replacement and bi-atrial cox maze procedures. The patient made an uneventful initial recovery and was nearing discharge when he had an acute hypoxic respiratory event followed by cardiac arrest due to a suspected pulmonary embolus. The second mortality occurred in a morbidly obese patient with severe aortic stenosis and root calcification with remote percutaneous coronary intervention, but without obstructive anatomy. The patient underwent a da vinci assisted ravr with a mechanical prosthesis placement and aortic root endarterectomy. The patient developed postoperative atrial fibrillation and was discharged home on postoperative day 6 in sinus rhythm on warfarin and amiodarone. The warfarin level was therapeutic, and the patient was reportedly doing well; however, was found dead at his home on postoperative day 17. An author of the article was contacted for additional information. The surgeon responded stating, "the intuitive medical device was not involved in any of these complications. These were patient factors largely predicted by elevated preoperative risk, and unrelated to the device utilized to provide surgical therapy.¿